Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the cassette alarmed whenever latch was closed. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the cassette alarmed whenever latch was closed" was not confirmed or replicated. The software was updated and all tests exceeded specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.